Event description:
(B)(6) 2019, had medtronic morphine pump refilled on tuesday afternoon by (B)(6) services. On (B)(6) 2019, woke up at 7am next morning wednesday to horrible physical problems, pain in my body, cramps, painful feet, vomiting, runny nose, intense hot flashes, feeling of a moving and burning sand in my arms and legs, having a hard time thinking. I was extremely frightened. I got on the computer and soon determined I was having withdrawal from the morphine. I didn't know what to do, thought I was dying, began to pray. Called pain dr when their office opened, they would not see me, told me to go to the ER. I called infusion services, also refused to see me and told to go to ER. With no other choices, I went to ER, sat in misery for several hours before I decided to go just home, then they had time for me. Spent several more hours as an ER pt, had x-rays and blood work. They gave me a dose of IV morphine. I felt better for a short time before the symptoms began to return. Staff not very nice to me. I have had the pump for almost five years, so I knew I was not getting morphine from the pump. I finally went home, still struggling in withdrawal and spent a horrible night with the continuing and debilitating pains of the withdrawal. On (B)(6) 2019, again called the pain dr, and finally saw him on thursday afternoon, after I had suffered with frightening and miserable withdrawal for over 36 hours. He sent me to the infusion services, they did not want to see me but he insisted. They removed the liquid in the pump, replaced it with saline, set the dispensing to a minimum, gave me lecture about it not being possible that the pump was missing the actual morphine. They would not send any of it to a lab of my choice for my own independent evaluation. They sent it back to (B)(6) to the pharmacy that actually made the prescription, and they sent it to their own independent lab for evaluation, later faxing into my pain dr indicated the liquid was correct. My pain dr gave me prescriptions and instructions for handling the obvious withdrawal. He instructed me that if I was still having symptoms and not feeling better to call him and we would make an adjustment, which we did. He has continued to help me through this. X-rays taken at the ER were taken to see if there was a problem with the actual catheter inside my body. As of my appt this week, the pain dr had not been provided with the x-ray report. Something is obviously wrong. Can you help us determine what happened to throw me into this horrible withdrawal? On (B)(6) 2019, at this time, I am still taking drugs to get me through the withdrawal. I do not feel good yet, the withdrawal is taking a long time to overcome. The pump is still in my abdomen and I need to know what to do. Dr (B)(6) is the pain specialist, and he has the faxed report of the morphine. FDA safety report ID# (B)(4).